Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mild tortuous and moderately calcified right pop. A japan 5.0mmx20mmx143cm fg coyote nc mr balloon catheter was advanced for in stent dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non bsc product. No patient complications were reported and the patient's status was stable.